Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the iliac artery. An epic self-expanding nitinol stent was implanted without issue to treat the lesion. However, after the lesion was stented, the vessel ruptured. A covered stent was placed and the procedure was completed. No further patient complications were reported and the patient's status was good.